Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (INS) for urinary/bowel dysfunction and urge incontinence. It was reported that they were just talking with a manufacturer representative (rep) and there seemed to be an issue with the patient being able to set settings because a pop up menu keeps continuing to say it can't do that. Pt said their system was working until about a year ago, then their symptoms kept worsening and they tried to reach out to the rep but they were not having success in connecting so they contacted their Urogynecologist who then got them in touch with another rep  and they connected today and the rep was trying to troubleshoot and told them they could only go so far with it because the rest of it required them to be in person and redirected them to find a doctor to work with. Caller requested physician listings be sent. Patient Services (PS) offered to assist pt and caller with their equipment in case there was an equipment issue t hat could be resolved. Callers were successful after several tries to synch to the INS and reported seeing: Max Setting system is operating at max settings, therapy cannot be increased. Callers wanted to try other programs to find out if there was another program they could increase until they noticed any stimulation and pt was successful to activate p6 increase to 1.1 and noted they felt faint, comfortable stimulation. Patient Services (PS) reviewed stimulation sensation therapy effect and therapy optimization information. They were redirected to their doctor. During the call pt also reported they had a bad car accident 2 years ago and ended up in rehab for 2 months and physical therapy afterwards and had about 8 to 10 fractures depending on who read the x-rays, they also had a bad fall on their face in January. Patient Services (PS) redirected to report the accident and injuries to the doctor. Additional information was received from a patient on 2026-Feb-02. The patient reported that they needed their manufacturer representative (rep) to help them regarding the error message they were seeing on their handset. The patient mentioned that they had an x-ray of their sacral area and that their implant was confirmed to be attached properly, but when they were redirected to contact the rep for assist ance regarding the error message, they didn't receive any callback. The agent offered to walk the patient through checking if the error message was still showing, but patient stated that they didn't have their external devices ready. The agent sent an email to the field for visibility and also emailed Patient Registration Services for an update of healthcare provider (HCP) information. Additional information was received from the patient on 2026-Jul-01. They reported that they brought up the device they got about 3 years ago wasn't working. The patient stated they were working with their urogynecologist on that but nothing they did worked out. The patient said eventually while working with a urologist down in Arizona they ordered an x-ray and discovered that the lead was detached from where it belonged. The patient reported the solution was to reposition the lead and replace the device. The agent documented the information provided. No further action was taken by Patient Services.

Manufacturer narrative:
B3. Date is estimated; year is valid. Continuation of D10: Product ID: 978B128, Lot#: VA2PZT6, Implanted: ON (b)(6) 2023, Explanted: ON (b)(6) 2026, Product Type: LEAD. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.